Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.1, lab: 2.6. Patient went to the hospital about three hours after meter testing for a lab draw. Patient was hospitalized within the last week for work on a pacemaker, and was taking cephalexin antibiotic until yesterday ((B)(6) 2010).

Manufacturer narrative:
Investigation pending.